Event description:
The customer reported that a nursing associate suffered a needle stick injury in association with a monoject¿ magellan¿ insulin safety syringe with permanent needle. The exact item code involved is unknown. The customer believes it is in relation to the engagement of the needle guard. Additional information received on 8-feb-2022 stated that the asc was administering insulin to a patient, they were holding the needle in their left hand and was pushing the cap up with their right hand. The needle stuck the asc in the second finger on the right hand. It is unknown if an audible click was heard. The shield did not completely cover the needle tip when in the locked position. Labs drawn: (B)(6). All (B)(6) results.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. No physical samples or photos were provided for evaluation. Without a sample, a thorough investigation cannot be performed, and the reported issue cannot be confirmed. Therefore, an exact root cause was unable to be determined. Control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during molding, printing, assembly, and packaging processes, and to ensure components and finished product meet all quality inspection standards during the syringe assembly processes. A lot cannot be released unless it passes specification requirements. Based on all available information, a corrective and preventive action (CAPA) is not necessary at this time. This complaint will be used for tracking and trending purposes.